Event description:
The customer reported that during boot up, the unit intermittently generated a "system failure" alarm. No patient was involved.

Manufacturer narrative:
The company representative was unable to reproduce the reported problem. However, multiple communication system errors were found in the errors log. The company representative replaced the iabp main pcb (0670-00-0788e). The unit was tested for 6 weeks to factory specification. It functioned normally and was returned to the customer. (B)(4).